Manufacturer narrative:
Results: a sample was not returned for evaluation. However, four photographs were returned in support of this complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4321184. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while collecting blood, a bd vacutainer® flashback blood collection needles 21g x 1" rubber sleeve could not recover during blood withdrawal. This malfunction occurred even while using other tubes. No serious injury or medical intervention reported.